Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has entered safety mode. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. This is expected to be returned for analysis.